Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Initial report should have included a conclusion (B)(4); at this time, no conclusions can be made regarding any deficiency of the device.

Manufacturer narrative:
Correction to d suspect medical device:the pump reported on the inital report was the patient's original pump however, it was determined that the pump in use at the time of the event was a demo pump from the health care provider. The model and serial number were not provided at the time of the call and remains unknown at this time.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.